Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported via phone call that the customer passed away on (B)(6) 2020 due to diabetic ketoacidosis. The customer was hospitalized on (B)(6) 2019 due to diabetic ketoacidosis. The customer was not wearing the insulin pump at the time of death as it was removed on (B)(6) 2019 when hospitalized. The insulin pump is expected to return for failure analysis.